Event description:
A female patient called lifecor customer support to report that her response buttons do not work and the monitor will not start up.support requested that she attempt to start-up the monitor while on the phone.support confirmed that the voice prompts for pressing the response buttons could be heard but the monitor would not proceed beyond the response button test portion of the start-up sequence.tha patient has been in the device for about 3 weeks.the patient recieved a repalcement monitor.